Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, only one band was successfully deployed; however, the remaining six bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name):(B)(6) technology block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, only one band was successfully deployed; however, the remaining six bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 6, 2024: the speedband superview super 7 was used during a ligation of esophageal varices procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 6, 2024. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned with six bands still attached to it, one of them overlapped, and the ligator housing teeth were bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the six bands in the ligator housing overlapped, and the ligator housing teeth were bent. The encountered problem during the product analysis might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle, the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.